Event description:
Info received indicates the left head siderail will not stay in the lock position.

Manufacturer narrative:
The technician found the siderail latch plate was bent. The technician straightened the latch plate to repair the bed.